Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported partial clip movement cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to inserting the clip, it was noted a flail was present at p2/p1. The first clip was inserted and successfully deployed at a a2/p2 location. To further reduce mr, an additional clip was inserted. However, while attempting to deploy the second clip, it was noticed that the first had partially detached from one of the leaflets. The second clip was successfully implanted, reducing mr to a grade of 1. After the procedure, it was noted that the clip was stable on both leaflets. There were no adverse patient effects and no clinically significant delay occurred. No additional information was provided.